Event description:
Reporter noted system has a tendency to block during aspiration of lens fragments. When blocked with dense cataract material, a wound burn occurs. No warning system to let user know line is blocked.